Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that there was no audio alert. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient stated that the screen displayed high before her readings dropped down to 256 mg/dl. When the reading dropped to 256 mg/dl she felt comfortable going to bed and the screen indicated 256 mg/dl before she fell asleep. She woke up after an unknown amount of time and was vomiting and felt disoriented. She called her son who took her to the emergency room. A fingerstick blood glucose (bg) there was over 1000 mg/dl. She was given an insulin drip until her glucose level dropped. At the time of the report she was feeling normal. Data was evaluated and confirmation of the allegation and probable cause was undetermined. No additional patient or event information is available.